Event description:
It was reported that during a hand assisted low anterior resection, when they connected the anvil to the stapler, it snapped down and then pulled apart. As they began to tighten down, there was a little resistance and then it pulled apart. It had to be put back together. Once back together, they would begin to tighten down, but the rotation knob felt like it was stripped. There was no resistance. It did eventually tighten down. The device was fired but one of the donuts was not intact. Upon examining the donuts, it appears that not all the staples are closed completely. They over sewed the area. The patient was okay but two days post-op, the patient was returned to or due to a leak in the anastomosis. It was corrected and the patient has since been discharged home. Requesting additional information.

Manufacturer narrative:
Date sent: 09/16/2009. Information is unavailable; device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.